Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device physical property issue ("premature elongation of coil (right side)") in a (B)(6) year-old female patient who had essure (batch no. E24127) inserted for female sterilization. The patient's past medical history included c-section (for twins) on (B)(6) 2017. Concurrent conditions included overweight. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device physical property issue (seriousness criterion medically significant). The reporter commented: event occured after placement. She is healthy. Removal performed during essure placement procedure due to premature elongation of coil(right side) another one inserted without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. First hsg showed slight dye in left tube distal to coil (no spill). Second hsg on (B)(6) 2017 confirmed bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-jan-2018: device removal questionnaire received. Event medical device removal was replaced with event premature elongation of coil (right side). At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("provider removed coil") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: event occured after placement. Most recent follow-up information incorporated above includes: on 19-jul-2017: quality safety evaluation of ptc. FDA codes added. Addition of ptc global number reference, addition of batch information (expiration and manufacture dates). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("provider removed coil") in a (B)(6) female patient who had essure (batch no. E24127) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: event occured after placement. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.